Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that patient faced three infusion sets leakage events on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for less than one hour. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.